Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead repositioned was attempted but was unsuccessful due to patient anatomy, the ra port was plugged and the device reprogrammed. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was non compliant with arm use during the post operative period and the right atrial (ra) lead dislodged. It was also noted there was no capture on the ra lead. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.